Event description:
It was reported that the user experienced a severe low blood glucose episode while using the ilet, during which the device displayed ¿low,¿ and the user lost consciousness; the user has alternated use between the ilet and a previous pump, and no device data or app records were available for review. Symptoms included hypoglycemia with loss of consciousness. Outcomes included temporary incapacity without hospitalization. Investigation included collection of event history through customer interview and offer for clinical review and education by training staff. Investigation of this case revealed no device alarms or malfunctions reported, no device component issues identified, and insufficient information to determine device performance at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.